Manufacturer narrative:
The instructions for use refers to the inherent limited strength of the instruments in chapter 8. Excessive force will cause damage, impair the function and therefore potentially endanger the patient. Immediately before and after use, the user is instructed to check the products for damage, loose parts and completeness. The user must make sure that no missing instrument parts remain in the patient. Products, which are damaged or incomplete or have loose parts are not to be used. Rw gmbh considers this case closed.

Event description:
On september 26, 2019, richard wolf gmbh (rw gmbh) received the following information: the jaw of the forceps was broken during use. The jaw and joint pin were removed from the patient's bladder. The fragments were removed from the bladder by the surgeon. As the forceps had already been disposed of by the hospital, no tests could be carried out with the product and the lot number is unknown, but two photo samples were provided and evaluated by the manufacturer. In the case of the forceps complained about, mechanical overload (caused by the user) led to damage to the medical product. The 8952.65 forceps have been offered for sale since december 1983. The period 01.01.2016 to 26.09.2019 was considered in detail. 709 forceps of the type 895265 were sold. 6 forceps were sent in for repair; 2 forceps were reported to richard wolf as complaints. A general product problem is not discernible. No further investigation or action, other than continued monitoring of customer complaints, is warranted for this case.